Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who was receiving morphine of concentration 40 mg/ml at a dose rate of 2.042 mg/day) via an implantable pump. It was reported that on 2023-oct-16 the patient felt faint, which was not because of the pump, and was hospitalized. On 2023-oct-20 the patient received magnetic resonance imaging (MRI). The MRI was described as 1.,5 t. The pump was not interrogated after the MRI procedure. At the normal and planned follow up visit on 2023-nov-07, the pump was interrogated and a message indicated that the motor had stalled for more than 48 hours was indicated. When interrogating the pump logs, the code a1 regarding pump motor stall recovery appeared at the time that the pump was interrogated. As per the pump log, the pump was stopped for 432 hours and 29 minutes. Also per the log, a critical alarm regarding pump motor stall occurred on 2023-oct-10 at 14:50 followed by a critical alarm regarding stopped pump duration exceeded 48 hours on 2023-oct-22 at 14:50. The patient was informed to call the center in case of symptoms increase. The patient did not have any symptoms return between 2023-oct-20 and 2023-nov-07. It was further reported that the patient said they heard an alarm once or twice on 2023-oct-20, but the patient was a bit confused and what really happened was not clear. It was noted that after contacting technical services, it seemed that this message could be due to a delay in having the pump motor restart consigned in the logs, because the pump wasn't interrogated after the MRI procedure. In that "cas", the pump would have been working, as this would be co nsistent with no symptoms return. The issue was resolved as of 2023-nov-08. The patient was without injury regarding their status as of 2023-nov-08. No surgical intervention occurred or was planned. The patient's medical history, age, and weight at the time of the event was unknown. The date of pump implant was unknown.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a motor block had been in progress since (B)(6) 2023. According to the patient's medical records, the patient underwent an MRI that day, but the pump was not reinterviewed. It was reported the patient's clinical condition (irrespective of the pump) makes it difficult to get correct feedback on potential withdrawal symptoms. Technical services reviewed most likely, the MRI put the pump into telemetry mode. Technical services reviewed considerations to check for volume discrepancy.

Manufacturer narrative:
Upon further review, this information is related to the information pertaining to regulatory report # 2182207-2023-02598. Please refer to this file going forward. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.